Event description:
It was reported to medtronic minimed that the customer experienced leaks, exposed to moisture, pump error 43. The customer experienced hyperglycemia of blood glucose value of 460 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-342, mmt-1884, mmt-442a. Trouble shooting was performed and customer was not using the insulin pump system within 48 hours of the reported event. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. Customer reported that pump was exposed to moisture. Fluid is present in reservoir compartment. Customer reported a reservoir leak, no visible cracks/splits in the barrel or missing pieces. Leak is past o ring(s). No further patient complications were reported. No product return is required for mmt-342. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-442a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.